Event description:
It was reported that the customer was itchy at the sight were she inserted her infusion set. Her blood glucose was 297mg/dl at the time of reporting. She is being sent a different tape to see if it is more comfortable. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.